Manufacturer narrative:
The reported events of noise, undersensing, failure to sense and loss of capture were not confirmed. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies.

Event description:
During an initial implant procedure, noise, undersensing, and failure to sense resulting in a loss of pacing were observed on the right ventricular (rv) lead. A new cable and another channel were used to try and resolve the issue but the noise persisted. The rv lead was then explanted and replaced to resolve the event. The patient is stable with no consequences.